Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a very tortuous and calcified coronary artery. A 3.00 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, after the device was attempted to be positioned, a "fracture of the stems" was noted and the stent could not be implanted. No patient complications were reported.